Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-10229. The pt (poland) was implanted with an scs system which included a lead and two lead extensions (from the same lot). It was reported the pt returned to the hosp one week following implant due to a high fever. The pt was diagnosed with an infection at the location of the lead extensions. The lead and lead extensions were explanted and the pt was treated with IV antibiotic therapy. F/u info revealed the pt has since been discharged from the hosp, is afebrile and feeling good. It was noted that culture results returned (B)(6).

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.